Event description:
Related manufacturer reference number: (B)(4). It was reported, the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator (ICD) and right ventricular lead were undersensing ventricular tachycardia (vt). Which resulted, in a delay of high voltage therapy. No changes or interventions were reported. The patient condition was unknown.